Manufacturer narrative:
Concomitant medical devices: c6tr01 crt-p, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to vegetation on the right ventricular (rv) lead. No further patient complications have been reported as a result of this event.